Event description:
Indication - antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia, selective deficiency of immunoglobulin g[igg] classes. Patient called in, reported he only received the box for him to return the damaged pump unknown if patient missed dose. No adverse event reported. Unknown lot number /expiration- no further information provided. Reported to (B)(6) pt/caregiver.